Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's ins was in overdischarge. The patient had not felt stimulation since (B)(6) 2017 when they had back fusion surgery which took care of the lower leg pain, so they no longer needed stimulation. The patient was unable to communicate with the ins recharger or the patient programmer. The patient was to get an MRI but was unable to get the ins into MRI mode due to the over-discharge. The patient was re-directed to an hcp to make arrangements for a 'special recharge' session. Additional information was received from a hcp. It was reported that the patient has had the ins off for a year and the patient said they are going to have the system taken out. No further complications were reported.